Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp it was reported that on (B)(6) 2024 patient stated having recurrence of bladder urgency incontinence and frequency. Device interrogation/device data specify results: today on exam, an impedance test shows it to be normal; it is statistically at end of battery service. Date of test: on (B)(6) 2024. It was stated that this was possibly  related to the device or therapy and not related to programming or stimulation and not due to implant procedure. The loss of therapy is ongoing. Clinical update( (hcp, sdy) additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) on (B)(6) 2024: it stated the device was explanted and replaced. Resolved without sequelae on (B)(6) 2024.